Event description:
Reported due to a device break requiring surgical removal. The physician attempted an arteriotomy closure with a perclose a-t (closer ak) device following an interventional procedure. The arteriotomy was in the right common femoral artery, which was verified under fluoroscopy prior to the use of the device. The physician reported feeling resistance during insertion and when the device was removed, over the wire, a kink was identified at the anti-kink plug. The physician subsequently re-inserted the same device and the device broke between the distal guide and the sheath. The physician was able to rewire and remove the device. A surgeon performed a cut-down in the cardiac catheterization lab to "repair the vessel." The pt remained in the hosp over the weekend, as was originally planned, hosp stay was not prolonged. Although requested, no additional info was provided.